Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead appeared to exhibit intermittent loss of capture. The patient also had a history of phrenic nerve stimulation from the lead and it was noted that this had occurred in multiple vectors. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that it was not the assessment of the physician that the lead was exhibiting possible intermittent loss of capture. No lead reprogramming or other corrective action was reportedly taken.